Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the customer changed the pump supplies and another occlusion was received. The customer's blood glucose (bg) level was 250 mg/dl and an insulin injection was used to address the bg level. The customer changed the supplies again and insulin delivery was resumed, the customer stated that since using apidra insulin, occlusions have occurred. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information and was going to look into switching the type of insulin used.